Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) caused a filling failure when connected. There was no patient involved.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) caused a filling failure when connected.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and determined the helium bottle was found to be closed causing the autofill. The fse opened and adjusted the helium bottle. Functional tests of the system are carried out and the correct operation of the equipment is checked.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a